Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made in the operating room. No significant skiving potential was observed. Analysis recreated the first registration results achieved in the or and found them acceptable with no observable shifts. It was reported that " left l4 and l5 were lateral by 3 mm and right l4 was medial by 3 mm." Also reported: "the surgeon was on the left side of the patient and bilateral retraction was used during the procedure. Cortical screws were used so there was no soft tissue pressure and a drill was used to clear the docking surface." The patient was morbidly obese (bmi>40). The deviation was indeed confirmed by intra-op images. Deviation pattern (left lateral, right medial in l4 and l5) and the patient size, combined with position of the surgeon fits waterbed effect. Analysis reviewed the planning and the surgical workflow and concluded the probable root cause of the deviation experienced in the or is waterbed effect. The deviations experienced were medial and lateral, with no indication of planning or registration issues were present. "Therefore", waterbed effect and tool pressure of the surgeon while leaning on the patient is most likely the cause of the misplaced trajectories. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4-l5 procedure. A schanz pin and bone mount bridge was used to mount the surgical system to the patient during the procedure. The surgeon was on the left side of the patient and bilateral retraction was used during the procedure. Cortical screws were used so there was no soft tissue pressure and a drill was used to clear the docking surface. Left l4 and l5 were lateral by 3 mm and right l4 was medial by 3 mm. Neuromonitoring was used and the screws tested at 3. C-arm images were taken and the surgical arm was sent to a new trajectory, but the surgeon decided to abort the use of the guidance system and free hand the deviated screws. The cause of the deviation was not determined. There was no patient harm and the procedure was delayed less than an hour.